Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice during initial drain. The baxter technical service representative (tsr) had the home patient (hp) check the line for closed clamps, kinks, air and fibrin. The hp stated there was a gap of air in the patient line. The tsr advised the hp to start over with new supplies. Product surveillance contacted the hp regarding the report of air in the line. The hp did not recall details of this event, but state she has had no further problems. The sample was discarded and lot number is unknown. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause of the check patient line alarm with the observance of air was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure a biopsy sample was retrieved from the stomach. As they were removing the device from the scope it was noted that the needle was deformed and the device became stuck in the scope. The biopsy forceps and scope were removed in tandem from the patient. The biopsy forceps were cut by the handle and removed from the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.